Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented post operative for hematoma evacuation. Subsequently, a revision procedure was performed and the hematoma was evacuated and the ICD system was placed back in the body. No additional adverse patient effects were reported. The ICD system remains in service.